Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3389-40, lot# v000631, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID 3389-40, lot# j0537580v, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare professional reported troubleshooting performed included the patient presenting in the office for urgent follow-up on (B)(6) 2015 due to significant dyskinesia over the last several days and after an emergency room visit on (B)(6) 2015. No changes were made to the deep brain stimulator or parkinson&#62688;medications. The patient was treated with ativan with mild temporary relief. The patient had admitted that they had tried self-adjustments of the stimulator amplitude with the caregiver and dyskinesia was significantly worse. Actions/interventions to resolve the loss of effect included the patient being taken to a different emergency room on (B)(6) 2015. At the office visit on (B)(6) 2015 an interrogation was done and both batteries were ok, right settings were 1-2+, 60pw, 160 rate, 3.4 amp and left settings were 1-3+, 60pw, 185 rate, 3.4 amp. Right amplitude was decreased to 2.8 with significant improvement of dyskinesia. Left amplitude was decreased on the left subthalamic nucleus (stn) to 2.8 with resolution of the dyskinesia with right hand/leg tremor and the patient was increased back to 3.2 with resolution of tremor and dyskinesia. The problem was not loss of effect but side effects, increased dyskinesia due to increased amplitude by the patient and caregiver. Dyskinesia resolved immediately when amplitude was decreased. The patient and daughter were provided written base settings along with reviewing how to self-adjust amplitude with the programmer and advised to call the office if there was any recurrent dyskinesia or any difficulty with the patient programmer. The amplitude range on the patient programmer was 0-3.4. The patient had bilateral stn for parkinson's disease.

Event description:
It was reported the patient was admitted to the emergency room due to a loss of therapeutic benefit. The patient first noticed the loss of deep brain stimulation (dbs) benefit last night and today, the patient¿s arms and legs were moving wildly. The patient was brought to the emergency room by ambulance. Both of the patient¿s implantable neurostimulators (ins) were checked using the patient programmer and they were both on and at 3.4v. Impedances were not checked. The patient indicated that prior to being taken to the emergency room, a nurse at their assisted living center may have made changes to their therapy, but they did not know what changes were made. The last reprogramming session was 3-4 months ago. The patient had no falls or trauma and had not been had any recent medical tests or environmental exposure. The reporter wanted to know if a manufacturing representative could check the inss. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-14545.

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3389-40, lot# v000631, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3389-40, lot# j0537580v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).